Event description:
Customer's daughter reported customer received inaccurate high glucose reading (400 mg/dl) from their freestyle freedom meter. Customer's daughter reported customer experienced symptoms of fainting and loss of consciousness. Paramedics were called and obtained a glucose reading of 53 mg/dl with their hcp meter. Customer was then transported to kaiser hospital where she was diagnosed with severe hypoglycemia and being treated with sugar water and food.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.